Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.

Event description:
It was reported that shaft break occurred. The patient had a calcific stenosis in diagonal lesion and was proposed with a percutaneous transluminal coronary angioplasty procedure. Using a 2.0 x 08 mm balloon catheter, pre- dilatation was performed throughout the proximal segment in left anterior descending artery and the ostium of the diagonal branch. A 32 x 2.25 promus premier drug-eluting stent was then advanced; however, the stent failed to track the lesion due to a fracture of the device delivery system. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient had a calcific stenosis in diagonal lesion and was proposed with a percutaneous transluminal coronary angioplasty procedure. Using a 2.0 x 08 mm balloon catheter, pre- dilatation was performed throughout the proximal segment in left anterior descending artery and the ostium of the diagonal branch. A 32 x 2.25 promus premier drug-eluting stent was then advanced; however, the stent failed to track the lesion due to a fracture of the device delivery system. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. The promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of hypotube shaft identified a break at 22cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube. The outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.